Event description:
During a left atrial ablation procedure for atrial fibrillation/atrial flutter, a patient burn occurred. The grounding pad was placed on non-hairy skin. Upon removal of the grounding pad a skin burn with blistering was noted. Antibiotic ointment was applied to treat the burn.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported burn remains unknown.